Event description:
It was reported that pump touchscreen became frozen and would not respond, preventing customer from interacting with screen or reloading cartridge, despite customer attempting pump reset before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.